Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Information was reported that it is too difficult to charge and that recharging takes too long. The patient came into the clinic to see the physician about revising the pocket or replacing the ins with a newer model. The patient today simply met to talk about the issue and for the rep to interrogate the ins. The interrogation showed that the ins was discharged. The patient said she is tired of trying so hard. The patient stated "it's always taken a long time to charge, but it seemed to be getting worse." The patient wants to put in a newer model and is working on getting it authorized. The patient is being sent to the original implanting physician who will then schedule the replacement/revision date. The patient is scheduled to be seen on (B)(6) to schedule their surgery. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep saw the patient (B)(6), 2018 and her battery was not discharge. It was not overdischarge. Rep met with patient because she told rep she had a new pain that had appeared in her right leg. She asked rep to address it via her stimulator. It was not put in for her right leg so rep gave her new program just for that. Patient said she liked it and left. She asked rep if she would have to recharge more or less. Rep said it depends on her amplitude and her to let rep know. This was 28 hours ago from this report and rep has not heard anything since. Rep indicated that her hcp will not see her again until (B)(6) 2017. Rep indicated in terms of the discharge or overdischarge they are not aware and that patient must have fixed it on her own. Patient issues have been resolved. Rep will follow up for more information. Additional update was received from rep indicating that patient said it still takes a long time to recharge and wants to get a new system. Has an appointment with health care professional (hcp) on (B)(6) and rep will be at that appointment. Additional information was received from the manufacturing representative (rep).it was reported that the neurosurgeon met with the patient and the rep ((B)(6) appointment moved). Impedances were fine, patient agreed to change to a new ins on (B)(6) ,2019. Recharging wise patient can get optimal coupling, but she runs it so high (amplitude and frequency) it is just exhausting her. No problems they can see. Patient is fine, she seemed upbeat. No injury or complaint other than it takes to much effort to charge. Patient is currently using a low frequency program to lessen the recharge interval. Rep will still like to return the ins to analysis. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the last 48 hours has had trouble recharging the ins. Patient stated had 8 boxes during recharge and then it went down to zero coupling boxes. Patient stated she did get her ins to charge complete finally but it took a long time. Patient requested antenna locate steps and attempted antenna locate. Then attempted a recharge session the issue was resolved. Patient reported she has all 8 coupling boxes and is charging her ins at 3/4. Troubleshooting resolved the issue. Additional information was received from the patient (B)(6) 2018. Patient stated once she hung up she continued to have recharging difficulties the ins was not charging beyond the first quarter. Patient reported she tried to sleep with the recharger on while charging but it overheated. This morning the patient tried to start a charge session again and thinks it is giving her "the overheated sign" already. Patient was asked if she is seeing the thermometer message, patient stated no she described seeing the "charge your recharger". It was reviewed what the message meant and patient plugged recharger into power source. Patient thinks the ac adaptor feels pretty warm. Patient mention she already received replacement recharger antenna a few weeks ago. Patient stated this has always been a problem for her since implant. She is in the process of getting a different battery implanted. No patient symptoms or complications were reported in this event.